Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was intact with no evidence of physical damage. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. Unrelated to the original complaint, investigation revealed that the display was discolored.